Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: I am contacting you to get some information about the following sample tubes, we are currently using for nat-testing of plasma samples: further we are experiencing some issues regarding our internal controls in nat testing (we are using a roche cobas 6800 system). Could you let me know what the gel in the tubes is made of and if the ingredients might cause quenching of fluorescence signals or inhibit pcr? Do you know, if the gel might be damaged by freezing or transportation. Is there a way to determine if the gel layer is intact?

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The gel is primarily made up of a polyester material. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: I am contacting you to get some information about the following sample tubes, we are currently using for nat-testing of plasma samples: further we are experiencing some issues regarding our internal controls in nat testing (we are using a roche cobas 6800 system). Could you let me know what the gel in the tubes is made of and if the ingredients might cause quenching of fluorescence signals or inhibit pcr? Do you know, if the gel might be damaged by freezing or transportation? Is there a way to determine if the gel layer is intact?